Manufacturer narrative:
The investigation into vascular damage-peripheral vessel and introducer damage-mechanical has been completed. No product was returned for evaluation. The root cause of the vascular damage - peripheral vessel cannot be determined due to insufficient clinical information. The root cause of the introducer damage-mechanical is most likely due to a sheath tip split but it cannot be confirmed if it was due to usage or a malfunction.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 75-year-old male patient underwent a high-risk percutaneous coronary intervention (hrpci) and received hemodynamic support from an impella cp smartassist heart pump. The peel away introducer sheath was damaged / split at the tip, causing excessive bleeding during the case. Due to vascular injury, the attending physician decided to replace the entire impella catheter with a new device on the opposite femoral artery. Initial femoral access site has been closed using an angio-seal device. Operation was then completed without further problems.